Event description:
A malfunction was reported on a pump with the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. It was resolved that the customer could continue using the pump, with the understanding that they could call back if the issue happened again.